Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the caller loaded a new cartridge and successfully resumed insulin therapy, resulting in the resolution of the problem.